Manufacturer narrative:
A ge service rep performed an on site investigation. There was a loose nut and washer found in the monoblock tube during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system had an artifact on the image. No pt injury was reported.